Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future use. The customer was informed to contact technical support if the malfunction code recurred, and the customer acknowledged and understood these instructions.